Manufacturer narrative:
Date rec'd by MFR: 27nov2019. Date of report: 02dec2019. The fse (field service engineer) advised the customer that a purchase order was required in order to service the device. The customer declined service and stated that they will be moving forward with the repair at a later date. No service was rendered. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported an unstable shut down and required a new power supply. There was no patient involvement.